Manufacturer narrative:
The insulin pump had minor scratches on the display and a scratched case. The insulin pump passed the prime, displacement, and basic occlusion tests. The insulin pump was received stuck in a motor error alarm during bolus delivery loop. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No error alarms could be confirmed due to overwritten history files.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
It was reported that the customer received a motor error alarm as well as motor position encoder error alarm. Customer's blood glucose level at the time 45mg/dl. Advised insulin pump would be replaced. No additional information is provided.